Manufacturer narrative:
(B)(4). This is a report of a use error, where did not check the patient line to ensure proper priming before connecting for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient did not follow therapy steps during peritoneal dialysis therapy. The patient did not check the patient line to ensure proper priming before connecting for therapy. The technical service representative assisted with ending therapy and advised the patient to restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.